Event description:
A malfunction alarm was reported with a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to reach out to technical support if the malfunction code reappears, which the customer acknowledged and understood.